Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced continued diminishing therapy for about a 1 month. X-rays showed migration of the lead of the left s1 lead. Targeted pain pattern: both medial and later left foot extending lateral to the knee. Patient denied any falls. Surgical intervention was undertaken, and the lead was explanted and replaced. Effective therapy was restored post-operatively.